Event description:
Fse reported during repair of sterrad 200 sterilizer there was oil misting from the vacuum pump. The customer did not report any misting. The customer indicated they didn't experience any human reactions.

Manufacturer narrative:
Haze/oil mist. Capital equipment, unit evaluated at the facility. Fse found vacuum pump oil level low and oil misting from vacuum pump. Fse replaced vacuum pump oil and oil mist filter. Ran an empty test cycle. Verified system meets specifications.